Event description:
During a procedure while using the falope ring band two-ring applicator, the fallopian tube did get torn during the application of a ring, the ring did go on. Another applicator was used to finish the case. No additional recovery stay was needed for the pt.

Manufacturer narrative:
This device is currently still under investigation and testing at our facility. As a result, a determination cannot be made at this time. When further info becomes available, gyrus acmi will continue the investigation and update the agency accordingly.